Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore, no f/u can be made. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Info obtained from medwatch report received from FDA: the pt alleges since the time of right groin hernia repair, they are disabled, and have had an add'l surgery where the pt reports the surgeon noted the mesh was frayed and the mesh was entangled in nerves and tissue, the mesh was unable to be removed. According to the pt, the surgeon trimmed the mesh during the invasive procedure. The pt has reported to have undergone nerve blocks, cryo-nerve ablation procedures, injection therapy, fluid around the surgical site, daily pain medications and has experienced pain, swelling, tenderness, and numbness in the area of the mesh implant.